Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant, from the initial venous access there were difficulties moving the rv lead easily. The rv lead tip was extended and retracted several times. It took excessive turns, greater than twenty during one attempt, to extend and retract the tip. The rv lead was removed, and new lead was implanted via subclavian access without incidence. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.